Event description:
A hair was found in the middle of the pack while the scrub person was setting up. She stated she lifted an item within the pack, and the hair was discovered. The sterile field was broken down, and a new pack opened.